Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, visible foam degradation was found. No repairs were performed; the device was dispositioned to be scrapped. Additionally, error codes were found when the error log was checked. This device is not a life-sustaining device. No repairs were performed; the device was dispositioned to be scrapped.